Manufacturer narrative:
A non-sterile unit of microcatheter and enterprise were received coiled inside of a plastic bag. The enterprise was received inside of the microcatheter and both were inserted in a coil dispenser. A compressed condition was observed at 4cm from distal tip of the microcatheter. The involved introducer tube was not received. Functional analysis was performed. The stent which was received inside of the microcatheter was recaptured in the introducer tube with some friction when it advances trough the compressed sections observed on the microcatheter, however the recaptured was successfully completed. Enterprise and microcatheter were observed under vision system and no other damaged were observed only the found in visual analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10106627. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as 'stent/inability to recapture' was not confirmed due to the functional test was successfully completed even with the compressed condition observed in microcatheter. The cause of this issue as compressed conditions could not be conclusively determined. However, might be related to procedural factors. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00314 and 1058196-2012-00315. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During unsheathing to deploy the enterprise vrd (enc452812/10106627) using a prowler select plus microcatheter (606-s255x/15575916), the distal end of the stent moved a little proximally, therefore repositioning of the vrd was required. However, there was some resistance during recapturing process and the vrd could not be recaptured. The vrd was pulled back and housed in the microcatheter, and both the vrd and the microcatheter were safely removed from the patient as a unit. The vrd was replaced for a new product of different size (enc453712, lot unknown) which was successfully placed in the target aneurysm using a new microcatheter. Afterwards, several coils were placed and the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coils by visual inspection. Also there were no damages reported on the devices after the removal. The procedure was coil embolization of a c2 segment of the internal carotid artery aneurysm with a vessel that was heavily tortuous. The level of calcification was unknown. No additional information is available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10106627. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A non-sterile unit of prowler select plus microcatheter and enterprise were received coiled inside of a plastic bag. The enterprise was received inside of the microcatheter and both were inserted in a coil dispenser. A compressed condition was observed at 4cm from distal tip of the microcatheter. The involved enterprise introducer tube was not received. Functional analysis was performed. The stent which was received inside of the microcatheter was recaptured an introducer tube with some friction when it encountered the compressed sections observed on the microcatheter; however the recapture was successfully completed. The enterprise and prowler microcatheter were observed under vision system and no other damages other than noted with the visual analysis were found. The ID of the microcatheter was measured and was found to be within specification. With functional testing resistance/friction during recapturing was confirmed; however the enterprise stent was able to be recaptured with advancement of the prowler select plus microcatheter. There was some friction during the recapturing which was due to the compressed area on the distal tip of the prowler; however, it was able to be fully recaptured. The cause and timing of the compressed condition cannot be conclusively determined; however, it may be related to procedural factors including vessel characteristics. There is no indication of any manufacturing defect or anomaly. Inspections are in place to prevent damaged devices from leaving the facility. The records indicated that the products met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00314 and 1058196-2012-00315.

Manufacturer narrative:
Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10106627. The device history record review also included a review of the certificate of conformance received from (B)(4) devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00314 and 1058196-2012-00315. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During unsheathing to deploy the enterprise vrd (enc452812/10106627) using a select plus microcatheter (B)(4). The distal end of the stent moved over a little proximally, therefore repositioning of the vrd was required. However, there was some resistance during recapturing process and could not recapture the vrd. Therefore, the vrd was pulled back and housed in the microcatheter, and both the vrd and the microcatheter were safely removed from the patient as a unit. The vrd was replaced for a new product of different size (enc453712, lot unknown) which was successfully placed in the target aneurysm using a new microcatheter. Afterwards, several coils were placed and the procedure was successfully completed without any further issues. There was no patient injury/complications were reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coils by visual inspection. Also no damages reported on the devices after the removal. The procedure was coil embolization of a c2 segment of the internal carotid artery aneurysm with a vessel that was heavily tortuous. The level of calcification was unknown. The complaint products are going to be returned for evaluation. No additional information is available.